Event description:
It was reported that a peritoneal dialysis (pd) patient was confused/disoriented and pd registered nurse (pdrn) sent the patient to the emergency room (ER). Follow-up with the patient¿s pdrn confirmed the patient was undergoing ccpd therapy at home, when she became confused and disoriented. The patient presented to the outpatient home dialysis clinic on (B)(6) 2024 and was still confused and disoriented. The patient was sent to the ER and was admitted for cellulitis and peritonitis. Although the specifics and timeline of the serious adverse events is unknown, the patient will reportedly be transitioning to incenter hemodialysis (hd) following discharge. Per the pdrn, the cause of the confusion, disorientation, cellulitis and peritonitis is currently unknown. However, the pdrn stated the serious adverse events were not caused by a fresenius device(s) and/or product(s) malfunction or deficiency. As of (B)(6) 2024, the patient remains hospitalized.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of confusion, disorientation, peritonitis, and cellulitis which required hospitalization and antibiotic therapy. The etiology of the patient¿s serious adverse events is unknown; therefore, causality could not firmly be established. However, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was confused/disoriented and pd registered nurse (pdrn) sent the patient to the emergency room (ER). Follow-up with the patient¿s pdrn confirmed the patient was undergoing ccpd therapy at home, when she became confused and disoriented. The patient presented to the outpatient home dialysis clinic on (B)(6) 2024 and was still confused and disoriented. The patient was sent to the emergency room and was admitted for cellulitis and peritonitis. Although the specifics and timeline of the serious adverse events is unknown, the patient will reportedly be transitioning to incenter hemodialysis (hd) following discharge. Per the pdrn, the cause of the confusion, disorientation, cellulitis and peritonitis is currently unknown. However, the pdrn stated the serious adverse events were not caused by a fresenius device(s) and/or product(s) malfunction or deficiency. As of (B)(6) 2024, the patient remains hospitalized.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as received with reduced dwell simulated treatment was performed on the cycler and passed. The cycler underwent and passed a system air leak test, valve actuation test, touch screen test, voltage verification check, teach pumps, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.